Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was 2.5 centimeters in size and located in the right upper lobe. The procedure was completed as planned with no delays. A post-procedure chest x-ray identified a small pneumothorax, prompting immediate chest tube insertion. Subsequent x-rays indicated the pneumothorax initially enlarged but eventually resolved. The patient was asymptomatic. The chest tube was removed, and the patient was discharged after 24 hours. The physician attributed the pneumothorax to the use of biopsy needles and forceps, noting that there were no device malfunctions or issues with the ion system; the pneumothorax would have likely occurred via another modality.

Manufacturer narrative:
System logs are not available for review.